Event description:
Per the surgeon's report, this patinet reported experiencing discomfort with sound when wearing her speech processor beginning in february 2001. Six years later six electrodes were found to be short circuited, another six eletrodes induced uncomfortable sound, therefore, the patient had 10 unstable electrodes. The surgeon explanted the device in same month he reimplanted a new device on the same day.